Event description:
Report received of an under-delivery in biomedical testing. It was reported that the pump was being tested for routine preventative maintenance testing and was not involved with a pt. The pump was reported to "register low on accuracy" testing. There were no reported events while the device was in patient use.